Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter from the surestep foley tray catalog # a907316 was inserted into a pregnant, laboring patient and inflated. Approximately three hours after the foley was placed, the rn performed a vaginal exam, after which the foley catheter fell out of the patient with the balloon deflated.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the visual inspection, no defects were found. Per the functional evaluation, the balloon was inflated with a 10 cc mixture of tap water and blue methylene using a syringe and no leakage was found. The catheter then sat for 10 minutes and no leakage was noted on the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck."

Event description:
It was reported that the foley catheter from the surestep foley tray catalog # a907316 was inserted into a pregnant, laboring patient and inflated. Approximately three hours after the foley was placed, the rn performed a vaginal exam, after which the foley catheter fell out of the patient with the balloon deflated.